Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on saturday morning. Customer¿s blood glucose level of 455 mg/dl, at the time of incidence. Customer reported that they treated with manual injections for high blood glucose level. Customer reported that they received insulin flow block alarm. Customer were did not feel okay to troubleshoot. Customer reported that they. The insulin pump will not be returned for analysis.